Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that on (B)(6) 2024 a 12.1mm vticmo12.1 implantable collamer lens of -12.5/1.0/109 (sphere/cylinder/axis) tore/broke during injection/delivery into the right eye (od). The lens was removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.